Event description:
Related manufacturer report number:3006705815-2023-05941. It was reported that the patient's scs leads had migrated. Surgical intervention was undertaken on (B)(6) 2023 wherein the patient's leads were repositioned to address the issue. Therapy was restored post operatively.

Manufacturer narrative:
Section a4: during processing of this incident, attempts were made to obtain patient weight. Further information was requested but not received. Section b3: event date is estimated a patient experienced lead migration was reported to abbott. The patient's leads were repositioned back to address the issue. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.